Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges piston rod on the pump rewound by itself during the night awakening the patient. Caller reported patient then pushed the piston rod forward without detaching from the headset and she unintentionally delivered insulin resulting in hypoglycemia; was treated with a glucagon shot. Requested return of the alleged device for evaluation.